Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: discolouration was observed on the returned head. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: (B)(4) was issued for discoloration of femoral head. If additional information becomes available, this investigation will be reopened.

Event description:
The following event was reported by operative assistant: "when opening of the second sterile packaging containing the implant, we discovered that the implant had a brown color while it must be of a bright color of stainless steel. It happened during a total hip replacement, during the implantation of the final implants. There was no impact on the result of the procedure because we had another sterile implant of the same size, so we finished the operation without problem."

Event description:
The following event was reported by operative assistant: "when opening of the second sterile packaging containing the implant, we discovered that the implant had a brown color while it must be of a bright color of stainless steel. It happened during a total hip replacement, during the implantation of the final implants. There was no impact on the result of the procedure because we had another sterile implant of the same size, so we finished the operation without problem."